Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 441 mg/dl on their blood glucose meter. The consumer immediately performed another two tests using the same meter and strips getting results of 317 mg/dl and 251 mg/dl. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.